Event description:
Company representative sent a repair request reported with an issue of "poor water supply", water does not hit the lens, found at preparation for use for an upper screening test. The intended procedure was completed by replacing the device with another equipment. No delay was reported. No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign matter clogging in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (handling , insufficient cleaning issue ) identified during device return evaluation .

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found clogged nozzle with foreign material. Drainage failure were noted. Due to clogging of nozzle, water removal ability does not meet the standard value. The reported issue of of "poor water supply" was confirmed. Furthermore, the following defects were identified during device inspection: the angle wires become stretched. Due to wear of angle wire, the play of up/down knob is out of the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Adhesive on a-rubber (insertion section) has white-clouded area, adhesive has a crack. Adhesive on a-rubber (adhesive section) has a chip. Connecting tube has a dent and scratch. C-cover distal end has a dent. The reprocessing information and foreign matter surveys results obtained from the customer facility were noted below : device was cleaned, sanititized and disinfected prior to sending the device for repair. Facility not aware , noted ¿no ¿ as to when the foreign matter adhered on the device. ¿ did not provided additional information. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Flushed the air/water nozzle with water and air. Sent liquid to the air/water nozzle. Flushed air/water nozzle with detergent solution. Does not wipe/brush the air/water channel with clean lint ¿free cloths, brushes, sponges. Facility noted normal, no abnormalities on the accessories used for reprocessing. Concerns regarding reprocessing- facility did not put any comments, no information was provided. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely reprocessing deviated from the instruction manual and foreign matter may have remained. It was confirmed that there was no deformation of the air/water nozzle. It was confirmed that reprocessing was not implemented according to instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". "[Inspection of entire endoscope] 8. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] inspection of water supply 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image." Olympus will continue to monitor field performance for this device.